Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient's device was replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-11-06, email x2, (B)(4) (for, rep): the "manufacture" representative reported fast battery depletion. It was noted that the patient received a new ins on (B)(6). Then on (B)(6) the patient visited their healthcare provider where point 0 and 1: impedance 50. Additional information stated that on (B)(6) the lead was cleaned, then impedance values were good. Then on (B)(6) the patient experienced an elective replacement indicator (eri) notice. It was noted that the patient¿s previous implanted device experienced eri after 1.5 years with the following settings: 0+1+2-3-4+, pw 270, freq 40, amp 8.8. The patient¿s current settings were: 0-1-2+3+, pw 360, freq 40, amp 8.5. No further complications were reported.